Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it did not power up a monitor.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) was completed. The reported problem (not powering up monitor) has been confirmed. Upon investigation battery pack was unable to recharge or power up a monitor. The battery cells were excessively discharged. The root cause for the excessively discharged battery cells could not be positively identified. No adverse event resulted from the defective battery pack.